Event description:
Cellulitis [first metatarsophalangeal joint] [cellulitis]. Case description: spontaneous report received on 12-nov-2008 from a study investigator regarding a (B)(6) male patient, with a medical history of osteoarthritis affecting the first metatarsophalangeal joint (mpj), (diagnosed eight months prior), (B)(6), who was participating in an investigator sponsored trial titled "the effectiveness of intra-articular hyaluronan (synvisc) for the treatment of osteoarthritis affecting the first metatarsophalangeal joint of the foot (hallux limitus)". On (B)(6) 2008, a 1 ml injection of synvisc was given into the first mpj of the right foot. On (B)(6) 2008, approximately twelve days after the synvisc injection, the patient presented to the clinic after experiencing moderate to intense pain of the right first mpj with no fever, over the previous two days. There was moderate erythema and edema overlying the right first mpj, severe pain with passive joint flexion and extension, and difficulty ambulating on the right foot. The patient was referred to a general medical practitioner who prescribed 500 mg keflex (cephalexin) qid and 50 mg voltaren (diclofenac potassium) as needed. An ultrasound and radiographic assessment made on (B)(6) 2008 led to a diagnosis of possible cellulitis in the dorsum of the foot and no conclusive evidence to suggest septic arthritis of the first mpj. The patient was seen again on (B)(6) 2008 and on (B)(6) 2008 the cellulitis was diagnosed as resolved and no further treatment occurred. It was the opinion of the investigator that the event was moderate in severity and probably related to the synvisc injection. On (B)(6) 2008, additional information was received in the form of a qa report. The production and quality control documentation for lot# r0704, expiry date 03/2009 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# r0704, expiry date 03/2009 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.